Event description:
It was reported that the device triggered elective replacement indicator (eri) and the ventricular and pace-sense leads had declining impedances. The ventricular lead was also either not sensing at all or was undersensing. Outputs were turned up high because of these issues. Intermittent ventricular sensing was also noted. It was further reported that during the procedure the physician was unsuccessful when canulating the subclavian and a hematoma developed that was subsequently evacuated. The device was explanted and replaced and the leads were capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and analysis of the device revealed normal battery depletion.